Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unk screws: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent a unknown procedure. It was noted that the case where the rfn-advanced nail had a screw back out. To be specific it was the proximal lateral to medial xl25 screw. It was the 10° bend nail went through a total knee. Reduction was very good. Fracture healed after a couple months but came back with pain in knee area from screw backing out. It is unknown how the surgery was completed. Patient outcome is unknown. This complaint involves one (1) device unk - screws: nail proximal locking. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unk screws: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent a unknown procedure. It was noted that the case where the rfn-advanced nail had a screw back out. To be specific it was the proximal lateral to medial xl25 screw. It was the 10° bend nail went through a total knee. Reduction was very good. Fracture healed after a couple months but came back with pain in knee area from screw backing out. It is unknown how the surgery was completed. Patient outcome is unknown. This complaint involves one (1) device unk - screws: nail proximal locking. This is report 1 of 1 for complaint (B)(4).